Manufacturer narrative:
The reported event of failure to alarm occlusion file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that in critical care areas, the pump sensor did not alarm to a high pressure with an infusion causing an infiltration to the patient. There are no details about the event at present and there was no report of patient harm.